Event description:
Reporter alleged the lancet device needle which is used for finger-stick glucose testing was protruding outside of the device and the plunger is stuck in that position. Customer stated having never used the meter for testing prior to the discovery of the issue. As a result, no actions were taken or treatment reportedly rec'd. A request was made for the return of the suspect device and replacement product was sent.